Manufacturer narrative:
Visual inspection of the subject device confirmed complaint issue of stiff suction lever. No lubricant was present on valve assembly and debris was found on o-rings and the valve core. Complaint of window lock malfunction was confirmed. Motor failed causing device to not lock into correct position during window lock function. (B)(4).

Event description:
During a polypectomy, it was reported that the truclear handpiece could not window lock and the suction lever is extremely tight. It was reported that, the truclear handpiece and foot pedal were unplugged, and the issue continued. Technician attempted to manually lock the blade, but was unsuccessful. It was reported that there was no back up device available, and that the truclear handpiece was able to be used in order to complete the procedure using the incisor blade out of window lock.